Event description:
It was reported that the implantable neurostimulator (ins) had moved closer to the patient¿s spine. It was noted that it was no known when the ins had moved, but it was stated that it had been ¿quite a while.¿ additional information received reported that the patient had memory issues. Additional information received reported that the patient received assistance from a manufacturer representative or healthcare provider (hcp) on 2014 (B)(6) and the patient¿s concerns were resolved.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).